Event description:
It was reported that during the implant attempt, the physician repeatedly attempted to connect the superior vena cava (svc) coil tothe device header, but felt that the lead was never seated properly. Additionally, when running the impedance test, the svc coil was unable to display any impedance readings. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).